Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-sep-16 (B)(4) (hcp): information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller reports patient indicated he have not used his stimulator in years due to overstimulation. Caller reports patient is scheduled for MRI of neck.